Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced infection. A revision was performed and the pacemaker along with this right ventricular (rv) lead and the right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).